Event description:
It was reported during ablation of a right posterior septal accessory pathway using a therapy cool path ablation catheter, an occlusion of the right coronary artery occurred. Mapping indicated early activation inside the coronary sinus. The physician applied three applications of radio frequency and eliminated the accessory pathway. After a 10 minute waiting period, the physician applied an add'l application of rf energy in the coronary sinus. After this application of rf, an infusion of isuprel was begun, and within 5 minutes the pt began to have pvcs and st segments elevated in the inferior leads. Coronary angiography of the rca showed a distal occlusion. Balloon angioplasty was performed, first with a 2.5 mm angioplasty balloon and then a 3.0 mm balloon. The pt was transferred to the coronary care unit on a heparin drip for the evening. (B)(6) days post-procedure the pt had a f/u catheterization, revealing no compromised blood flow and is doing fine.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.